Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that while using a truespan meniscal repair system peek 12 degree and a truespan meniscal repair system peek 24 degree, the first point entered the tissue normally, but the second point never leaved the track, blocking the trigger. The complaint devices were not returned, despite the multiples attempts for product return, therefore unavailable for a physical evaluation. Since the complaint devices were not returned, we cannot determine a root cause for the reported failure. If the devices are received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l65930] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in colombia that during a meniscal repair procedure on an unknown date, it was observed that the second implant on the truespan meniscal repair system peek 12 degree device never left the track which then blocked the trigger. According to the reporter, the first implant entered the tissue normally upon firing. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that while using a truespan meniscal repair system peek 12 degree and a truespan meniscal repair system peek 24 degree, the first point entered the tissue normally, but the second point never leaved the track, blocking the trigger. The device was received and evaluated. When performing the visual inspection on the applier needle, it could be observed that the needle is deformed. The trigger is loose due to a broken internal part. At magnification, the second plate was found to be damaged on the edges that keeps the plate inside the applier needle. A manufacturing record evaluation was performed for the finished device lot number 6l65930, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint can be confirmed. The possible root cause for this issue can be attributed to an excessive manipulation of the device, back and forth movements can contribute to a deformed needle, once the needle is deformed, the plate can get stuck on the needle groove, leading to a trigger blockage and breakage. As per IFU 113244 indications for a successful deployment are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.